Manufacturer narrative:
(B)(4). Device received with cracked and bleeding lcd glass. Unable to perform self-test and displacement test due to cracked and bleeding lcd glass.

Event description:
The customer reported via phone call that the insulin pump had damage at screen. The blood glucose level of the customer was unknown. The customer was assisted with the troubleshooting. It was stated that the screen of the insulin pump got cracked. The insulin pump will be returned for the analysis.